Event description:
A customer observed two positively biased patient results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer when compared to an alternate method for valp. There was no allegation of patient harm and results were not reported.

Manufacturer narrative:
Investigation into this event found that the user was performing a crossover test with aged samples. Both samples had been stored frozen for 1 month and 2 months, respectively. The vitros valp instructions for use recommended a maximum of 14 days frozen storage of samples. The comparative method results were based on fresh assays of the samples. The biased results were re-assayed and the biased results were confirmed. The customer was advised of the need to assay samples that are less than or equal to 14 days of age. The customer plans to repeat testing with fresh samples. Although the definitive root cause is unknown, sample handling that was not consistent with the instructions for use cannot be ruled out as a contributor to this event.